Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument is broken.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed breakage and/or wear on the tabs. The root cause is of the worn tabs is attributed to device wear from normal use and servicing. The root cause of the tab breakage is attributed to product design. The design of the mbt keel punch was reviewed ((B)(4)) and a design change was made by removing the two tabs on the keel punch to address the root cause that was attributed to the fatigue and failure of the two tabs at the interaction point with the hp mbt keel punch impactor ((B)(4)). The updated design will be released with a new product code. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.